Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device that is not always analyzing in AED mode. The device was delivered to the repair facility for the evaluation by the repair bench tech. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device that is not always analyzing in AED mode. The device was delivered to the repair facility for the evaluation by the repair bench tech. The record states the device was in clinical use at the time of the reported event. In a conservative assessment of the limited information, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure of the device to perform as intended in a life-threatening clinical scenario. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device isn't always analyzing in AED mode. Patient involvement information is currently unknown, but no reported adverse event. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.